Event description:
A malfunction was reported with the t: slim x2 pump battery, which would not charge due to the use of a non-tandem wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to different charging supplies, and the issue resolved itself. Technical support informed the customer about using only recommended charging supplies and arranged for a replacement tandem wall adapter and charging cable to be sent by two-day shipping. The pump began charging after the corrective actions, and no further assistance was required.